Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to: reoperation a review of the manufacturing records is being conducted.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an aortic arch aneurysm and was implanted with gore® tag® conformable thoracic stent graft. On an unknown date, follow-up examination revealed a new aortic dissection (ulcer like projection) at the distal part of the device. On (B)(6) 2020, the patient underwent reintervention using two additional stent grafts to extend the device distally. The patient tolerated the procedure. The physician stated that the selection of the implanted device distally may have been oversized. It was reported that the patient's descending aorta was in poor condition, and the vascular diameter of the descending aorta diameter measured approximately 26 mm to 30 mm at this time.

Manufacturer narrative:
G5: additional/corrected information. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.